Event description:
A patient presented in 2003 complaining of a red, painful eye os since earlier that morning. The patient had been fit with crt lenses several months earilier and although the patient and family member were properly educated on lens care and wearing schedule the patient admitted to wearing the lenses on an extended wear schedule removing them only once or twice a week for cleaning. Biomicroscopy showed a small 0.3mm round para-central corneal ulcer os with an associated uveitis. Lens wear was discontinued and the patient was treated with ocuflox solution 1 drop every hour and 1% cyclopentolate tid os. Corneal cultures were taken and sent for bacterial culturing. Cultures showed rare growth of gram-negative rods, specifically serratia marcescens. No resistance to fluroquinolones was found so the current treatment was continued. The patient was followed by another doctor due to convenience. The patient's family member notified that patient's eye healed without consequence to vision.